Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy procedure, the needle detached from the suture while performing the anastomosis and fell into the perineal musculature. He surgeon does not believe that the da vinci system, its instruments, or accessories caused or contributed to the event. A thorough exploration was conducted, but the needle was not retrieved and remains buried in the perineal musculature. The procedure was completed robotically. An x-ray was performed which revealed the presence of the needle. Considering the risk of injury to the sphincter and the anastomosis, as well as the need to avoid prolonging the surgical time for a high cardiac-risk patient, expectant management was chosen. The surgeon expressed concern about the risks of extrusion into the urinary tract, similar to other foreign bodies routinely used in this procedure. The patient is currently on post-operative day 12, without a tube, under monitoring, and has not experienced any post-operative complications.

Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Manufacturer narrative:
Updated section: annex code: b. Additional information: a clinical development engineer from intuitive surgical, inc. (Isi) reviewed the attached image and provided the following: the semi-circular component in the image appears to resemble a needle. However, based on the radiological images, the engineer is unable to confirm the exact anatomical region shown in the x-ray.

Event description:
Refer to h11 for follow-up information.